Event description:
It was reported that the patient reported feeling hot and more out of breath than usual this morning after having frequent blockage detected on the pump during the night. The issues were resolved. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number 939852 as reported is not a valid lot number. No product information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual indicates that the pump will alarm for high pressure if the pump detects an occlusion. This does not necessarily indicate that there is a problem with the pump. Results: there is no evidence that the pump failed to meet specifications. Root cause for the reported issue cannot be determined as no sample was returned for investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.